Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient developed atrial fibrillation (af) as a result of the procedure. The patient was treated with medication, and the implant was completed successfully. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.